Event description:
A discordant, falsely elevated human chorionic gonadotropin (hcg) was obtained on one patient sample on an advia centaur xp instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on the same instrument, resulting lower. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant hcg result.

Manufacturer narrative:
A siemens customer service engineer (cse) was at the customer site. After evaluation of the instrument and instrument data, the cse checked the functionality and levels of the acid and base dispense, reagent probe alignments, aspiration and dispense wash, and the dark counts for the luminometer. The cse cleaned the luminometer due to low dark counts. The cse also repaired a loose ribbon cable for the photomultiplier tube. The cse ran dark counts and quality controls, resulting within range. The cause of the discordant, falsely elevated hcg result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.